Event description:
A clinical incident involving a super multivac 50 with integrated cable arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the hip, the tip of the arthrowand reportedly detached and remained in the patient's hip joint. The hospital also reported the fragment could not be located using an image intensifier.

Manufacturer narrative:
The device was not returned to the manufacturer, therefore, a complete investigation cannot be performed. Awaiting to confirm availability of device for investigation.